Event description:
It was reported that the patient was admitted with end stage peripheral artery disease and intractable ischemia pain of the right leg. The patient sustained a free perforation of the peroneal artery which did not seal with 1.5 hours of balloon inflation. The physician felt that the patient was a poor surgical candidate and the 2.8x16 mm graftmaster rx stent was deployed at 18 atmospheres. This partially sealed the area of perforation. It was post-dilated with a 3.25x15 mm non-abbott balloon that was inflated to 20 atmospheres. Repeat angiography revealed complete closure of the perforation with absolutely no evidence of extravasation of contrast. No additional information was provided.

Manufacturer narrative:
(B)(4)- above rbp, incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx), domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It should be noted in the coronary stent graft system, graftmaster rapid exchange (rx), domestic, IFU states not to exceed the rbp. Based on the information reviewed, there is no indication of a product deficiency.